Manufacturer narrative:
(B)(4). Device evaluation: the report that the PICC catheter was found leaking near the pink luer hub was confirmed. One arrow, 5 fr, 2-lumen catheter was returned. No defects or anomalies were observed during visual examination without magnification. Water was injected into the distal (pink) luer hub using a 10 ml syringe. Leakage was observed from the base of the hub. Microscopic examination found a small hole located 1 mm inside the hub. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Based on the appearance and location of the hole, the probable cause of this issue is manufacturing related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine care and maintenance, the PICC was found leaking near the hub. The PICC was removed due to the infection risk. A new PICC was not placed. The leak in was inside the pink connector. If you connect a syringe to the PICC, the leak can clearly be seen.